Manufacturer narrative:
New information was added in the b tab: "information received per region: 1. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous? Manual sub-culture. 2. Were any erroneous results reported to the healthcare provider by laboratory personnel? No. 3. If yes, were any patients treated based on erroneous results? No. 4. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No. " h.6 investigation summary this complaint alleges a failure on a mgit 320 instrument (p/n 441743, s/n (B)(6)). A false positive result was reported on the instrument. A field service engineer (fse) arrived onsite to troubleshoot. The fse checked and verified the instrument and ambient temperatures, errros logs were reviewed with no issues seen. The fse reset the calibrator replacement option, negative controls were loaded and observed for proper results. The instrument was returned to the customer in working order. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of january. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ mgit¿ 320 system is having a false positive issues. Information received per region: 1. What confirmatory testing (gram staining, manual sub-culture, molecular testing, etc.) Was performed that determined the results were erroneous? Manual sub-culture. 2. Were any erroneous results reported to the healthcare provider by laboratory personnel? No. 3. If yes, were any patients treated based on erroneous results? No. 4. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No. The following information was provided by the initial reporter: false positive issue.

Event description:
It was reported that bd bactec¿ mgit¿ 320 system is having a false positive issues. The following information was provided by the initial reporter: false positive issue.

Manufacturer narrative:
Initial reporter address: bangalore baptist hospital bellary road, hebbal bangalore a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.